Manufacturer narrative:
H.6. Investigation: this complaint is for contaminated tubes of phoenix ast broth (246003) batch 1112953. The customer provided no photos or returns for investigation. To investigate, 100 retention tubes from the complaint batch were evaluated manually visually inspected and evaluated for any contamination. 0/100 tubes were observed for contamination. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified for this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. A laboratory test was used to confirm the contamination. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the box of bd phoenix¿ ast broth (8 ml) - ref. (B)(4) - lot. 1112953 - received contains contaminated bottles".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ ast broth contamination was observed by the laboratory personnel. A laboratory test was used to confirm the contamination. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the box of bd phoenix¿ ast broth (8 ml) - ref. (B)(4), lot. 1112953, received contains contaminated bottles".